Event description:
It was reported that, "according to the surgeon, the small faraboeuf clamps in his pelvic reduction trays do not stay locked when he clamps them down on bones to hold a reduction."

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.